Event description:
The device was not morcellating and was making a humming noise. The device was replaced and the new one functioned appropriately. There was no patient harm, minor delay in procedure. Device is sequestered.